Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded and there was hardened contrast inside and outside of the balloon. The device sat in a warm water bath for 2 days. The tip, balloon, markerbands, proximal bond and hypotube were microscopically and tactile inspected. Inspection revealed numerous kinks in the hypotube, and a burst in the balloon material that was 18 mm in length. Inspection of the remainder of the device revealed no other damage or irregularities. Reviews of documentation to ensure that all required in-process and final inspections and testing were completed and all acceptance criteria were met. There is no evidence that the device failed to meet applicable product specifications prior to shipment. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14sept2017. It was reported that balloon leakage occurred. During the procedure, a 2.00x20mm maverick2 balloon catheter wad advanced to dilate inside the stenosis. However, during the first inflation at 2atm, the balloon couldn¿t hold the pressure and water dripped out of the distal end of the balloon. The device was removed. No patient complications were reported. However, the returned device revealed balloon torn longitudinally.